Event description:
It was reported that the patient was experiencing chronic hiccups. It was noted that the hiccups could not be reproduced after three reprogramming attempts. The physician stated this could be nerve stimulation. Follow up was conducted and it was unknown whether the patient's right atrial (ra) lead or right ventricular (rv) lead was causing the nerve stimulation. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.